Event description:
Patient reported "got infected" and "had blisters that were painful". Patient had history of breast cancer, not device related. This record is for the left side. The device was explanted.

Manufacturer narrative:
Clarification h.6: f2305 radiation therapy was added. This has been added as the patient noted having breast cancer and chemo treatment. It was unclear if device was in place at the time of treatment. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: infection.